Event description:
The event is reported as: nurse accidentally connected air rather than oxygen to device because she misinterpreted the color code (yellow) of the device cap. Patient was receiving room air rather than oxygen. When it was discovered the nurse reversed the connections. No reported patient injury. No further information available.

Manufacturer narrative:
There is no sample device available for investigation. There is no lot# available. If product and lot# are received, a follow-up investigation report will be sent when completed.